Event description:
It was reported that pump displayed a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset steps, confirmed pump functioned well afterward, advised customer to continue using pump, and instructed customer to call back if malfunction alarm recurred, which did not happen after the reset.